Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an av node ablation procedure, there was a brief moment of pacing inhibition noted due to noise being oversensed. It was believed to be the results of lead-on-lead contact. The noise was not continuous and the procedure was completed. No adverse patient effects were reported. The device and leads remain implanted and in service.